Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that despite carefully cleaning the gastrointestinal videoscope with a toothbrush, it appeared dirty (clot). A check is requested to verify the integrity of the internal mesh, perforated (exposed metal). The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found air/water-cylinder had foreign objects, air/water-tube had foreign objects; due to damage to the free-engage knob, the knob rotates concurrently. The grip was scratched. The air/water -cylinder and the suction cylinder had no color. The scope cover cover unit showed signs of discoloration. The position of the charged coupled device cable's length was limited for repair. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The image guide protector had a cut. The plastic distal end cover had a chip. The bending tube was deformed. The adhesive on the bending section cover was cracked. The universal cord was scratched. The universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.